Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cs was unable to unscrew a size 3 sigma ps box trial out of the femoral trial. The set screw is stripped and they asked for it to be replaced.

Manufacturer narrative:
Pc(B)(4). Examination of the returned device confirmed the reported damage depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.